Manufacturer narrative:
Approximate age of device - 1 year and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen at the clinic after being awoken due to a yellow wrench alarm. The patient reported that upon awakening, it was noted that the black power lead on the patient cable was kinked. Upon device interrogation at the clinic, a low speed alarm followed by a pump stoppage was noted. The patient was connected to the power module at the time of the event. Upon inspection, all pins appeared to be intact on both the system controller¿s power leads and the patient cable. It was also reported that when reviewing the device history, a steady climb in power was noted. The pump had averaged power between 5-6 watts and the power was now between 7-10 watts. The log file submitted to the manufacturer showed the increase in power and a decrease in the average pulsatility index over time was also noted. The reported pump stoppage while operating on the power module was also confirmed. X-ray images indicated the driveline appeared to be intact. An echocardiogram performed on 06/26/2015 showed no thrombus on either the inflow or outflow graft. Lactate dehydrogenase levels showed a steady trend upward with the most recent level being 3703 u/l. It was reported that the patient had a long standing history of non-compliance with routine blood work and that the patient had gained over 100 pounds since implant. An additional log file was submitted after the patient experienced multiple pump stoppages on 07/01/2015 which were associated with position changes. The data showed multiple pump stops and speed drops occurring on both power module and battery power. The system controller and the pump were subsequently exchanged.

Manufacturer narrative:
The evaluation of lvad revealed internal driveline wire damage. The device was returned assembled with the driveline cut approximately 2¿ from the pump housing with an additional 14¿ section and the distal portion of the dl was not returned. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or electrical shorts. Visual inspection of the severed 14¿ portion of the driveline revealed a breach to the green wire in a location that would have been approximately 4.5¿ from the pump housing. This damage appeared to be a result of repetitive abrasion against the braided shield in this location. If the exposed conductors of the green wire contacted the braided shield while operating on a tethered power source, such as the power module patient cable, the resulting electrical short to ground could have resulted in the captured pump stoppages, low speed alarms, and low flow alarms. Although alarm events were also captured while the patient was operating on battery power which would indicate breaches to two wires of two separate phases, an additional breach could not be identified without a full evaluation of the entire driveline. Additionally, examination of the rotor inlet upon disassembly of the lvad revealed a thrombus formation surrounding the bearing cup within the distal side of the inlet stator. The laminated structure of the deposition surrounding the bearing cup and its areas of denaturation indicate this deposition was present while the lvad was supporting the patient. Examination of the proximal side of the outlet stator revealed a deposition surrounding the bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball as well as the contact marks exhibited on the distal portion of the rotor indicate that it was present while the lvad was supporting the patient. Although a correlation, for the development of these depositions, to the lvad could not conclusively be determined through this evaluation, it could have contributed to the patient¿s reported elevated lactate dehydrogenase. A relationship between the confirmed driveline wire fatigue and the observed thrombus formations could not conclusively be determined through this evaluation. Upon removal of the depositions, the lvad was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received from the intermacs registry stating: yellow wrench alarm on lvad with increased power readings. Interrogation which showed low speed alarm followed by pump stoppage. Baseline power readings typically 5-6 and were noted gradual increase in power over past week to 7-10. Pt admitted for ramp echo study which, in addition to ldh 1600+, confirmed likely presence of pump thrombosis. Of note patient's inr has been checked nearly weekly and he only had subtherapeutic readings (B)(6) inr 1.6 and (B)(6) inr 1.77. Otherwise inr 2.28-4.31. Has evidence of vad thrombosis with elevated ldh and plasma free hgb. (B)(6) 2015 07:46 ldh: 1450 iu/l pfhgb 25.5 (B)(6) 2015 08:42 ldh: 1518 iu/l (B)(6) 2015 07:08 ldh: 1966 iu/l (B)(6) 2015 pfhgb 80.7 hmii pump exchange done (B)(6) 2015. Pump sent to thoratec for evaluation. Information also included: patient outcome: exchange. Thrombus signs or symptoms: hemolysis, abnormal pump parameters. Intravenous anticoagulation: yes. Thrombus event confirmed: no. Device malfunction: yes. Device malfunction causative factor: patient non-compliance, sub therapeutic anticoagulation.